Manufacturer narrative:
The investigation determined the event was consistent with a pre-analytical handling issue at the customer site. The investigation did not identify a product problem.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for phosphate (inorganic) ver.2 (phos2) on a cobas pro c 503 analytical unit. The initial result was 15.6 mg/dl. This result was reported outside of the laboratory. The repeat result was 8.60 mg/dl. The phos2 reagent lot number and expiration date were not provided.